Event description:
It is reported that the pt has pain and clicking sound with too much movement. Device was implanted in (B)(6) 1999.

Manufacturer narrative:
Pre-op and post op x-rays not returned to study the fixation. Surgical notes not available to study the surgical procedure followed. Too much knee movement could be due to wear of the articulate surface but cannot be confirmed. The clicking could be due to patella tracking issues which also cannot be confirmed. The pt's history and demographics are unavailable for analysis, the probable cause for pt's pain and the clicking experienced cannot be determined. Review of the device history records did not find and deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.